Manufacturer narrative:
The device was returned to olympus and pending evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but only limited information was provided. As part of our investigation, an olympus endoscopy support specialist was dispatched to observe the user facility¿s reprocessing practices and provide training if necessary. To date, the ess visit has not been finalized. A review the instrument history revealed that the scope was purchased (B)(6) 2017 and was last returned for service on april 12, 2018.

Event description:
Olympus was informed that the bronchial wash of two patients came back positive for aspergillus (black mold) after undergoing procedures with facility¿s bronchoscopes ((B)(4) and (B)(4)). It was reported that one patient underwent procedures with both scopes. The user facility's charge nurse reported that the patients involved were not treated as they were asymptomatic. In addition, the scopes were removed from service as a precaution and cultured negative for any microbial growth. The user facility is currently conducting an internal investigation of the reported events. This 3 of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found no signs of foreign stain/substance/objects/materials inside the biopsy channel and suction port when inspected with olympus boroscope. There were also no signs of any missing parts noted inside the channel and major parts of the scope itself. The insertion tube, bending section, distal end cover was also inspected and no signs of foreign stain/substance noted as well. In addition, the bending section cover glue was noted to be cracked/chipped at the insertion tube side. The scope passed the leak test. The cause of the reported event could not conclusively determined; however, improper maintenance cannot be ruled out as contributory factor.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the endoscopy support specialist (ess). As part of our investigation, on april 3, 2019 and april 16, 2019 an olympus endoscopy support specialist was dispatched to the user facility to observe the facility¿s reprocessing method and provide training if necessary. The ess reported that during the observation on april 3rd the facility¿s reprocessing technician was observed leak testing the scope in detergent water and not removing the entire scope from the water prior to depressurizing the scope. The ess provided the reprocessing technician the correct steps to leak test the scope. The account has wall charts in their reprocessing room for their reference. Due to the schedule of the facility¿s patient care manager the ess was ask to perform an in-service at a later date. On april 16, 2019, the ess returned to the user facility and performed a reprocessing in-service that included pre cleaning, manual cleaning and storage in accordance with the manufacturer¿s reprocessing manual.